Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported suture retrieval issue could not be confirmed. Analysis revealed that the plunger was partially retracted and the lever had been closed with the foot retracted into the guide. The suture was returned partially exposed from the anterior needle slot and the pre-tied knot was formed. The posterior cuff and needle tip were caught in the knot. Based on visual analysis of the returned device there is no indication of a product deficiency. A review of the lot history record revealed non non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was provided that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, when the plunger was retract no suture or knot was present. The proglide was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.